Manufacturer narrative:
Other applicable component is: product ID: neu_recharger_acc, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding an implantable neurostimulator (ins) with possible heating during recharging. The patient reported a warming sensation and increased pain during the recharge session. However, this was only reported in the absence of the technician. During the recharge session in the presence of the technician, only discomfort (chill and pain) was reported by the patient. The therapy measurements were taken and everything showed normally. The recharge system was replaced by a new one and no warming sensation was felt by the patient, only discomfort (chill and pain). The issue was not resolved at the time of the report. The symptoms and complications associated with the event was a burning sensation and pain at the device pocket. There was a temporary injury as a result of the event, a small burn on the skin above the implant. The patient was alive with injury.

Manufacturer narrative:
Correction: upon review of the additional information, it was determined that the correct date the manufacturer received information that a reportable event had occurred was (B)(6)2018, not (B)(6)2017 as previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the date for when the representative was notified was previously filled out wrongly. It was reported that the correct date that the report was provided to the representative was (B)(6)2018.